Event description:
It was reported that the patient underwent a revision surgery due to an infection 12 months post-op. The metal devices were removed and a competitor's cement spacer was inserted.

Manufacturer narrative:
Device will not be returned. When additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.